Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Following receipt and completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment, the coil prematurely detached within the microcatheter upon advancement. The coil and pusher were removed without incident. No intervention was reported. No harm or injury was incurred.

Manufacturer narrative:
Based on the investigation findings, the root cause cannot be determined as the entire device (delivery pusher) was not returned for evaluation. The device implant was normal in appearance, no anomalies were identified. (B)(4).